Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection was performed which showed that the tubing at the chamber insertion port was twisted. Pressure test was performed and leakage from the chamber port tube is observed in the returned sample. The reported condition was verified. The cause was due to human production related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set leaked at the junction of the drip chamber and tubing. The event was discovered while spiking a bag of robaxin. There was no patient involvement. No additional information is available.